Event description:
Imp ref# (B)(4).

Manufacturer narrative:
No specific information about the prismaflex control unit was provided and no data card files from the unit were not provided. There is no data to reasonably suggest that the prismaflex control unit malfunctioned, contributed, or may hae caused or contributed, to the reported event.